Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows partial view of drainage catheter placed inside the product package in which product details was mentioned and verified with tw details. No visual defects were noted in the provided photo. The investigation is inconclusive for the reported fluid leak issue as the provided photo was not sufficient to confirm the reported issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent a computed tomography guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2026, it was noted that there was leakage from a small hole in the sure lok component of the catheter. The procedure was completed using another device. There was no reported patient injury.